Event description:
Additional review determined this event was previously reported under MFR. Rep. # 3004209178-2011-04403. All further follow-up will be conducted under this MFR. Rep., # 3004209178-2011-09093.

Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: 2000 (B)(6), unknown, explanted: unknown. Accessory: model 74001, serial# (B)(4), implanted: 2011 (B)(4), explanted: unknown. Programmer: model 37743, serial# (B)(4).

Event description:
It was reported that high impedances were seen on electrodes #1, #2 and #3 using electrode #0 as a reference after an implant. The plan was to test stimulation in the recovery room to determine if the impedances were caused by a break or disconnect, or scar tissue. The patient reported feeling stimulation in the recovery room, but then said she did not. It was noted that the patient was very sleepy. Additional information received reported that the patient had been referred for lead revision, and her status was unknown. It was later reported by the hcp reported that the cause of the event was unknown, but was attributed to the lead. No other information was provided.